Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level, with values remaining below 500 mg/dl. As a resolution, the customer was advised to test different charging methods, but the issue persisted. Consequently, the pump was replaced by technical support, and the customer chose to continue using the current pump as backup therapy to ensure uninterrupted insulin delivery.